Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the error message was due a defective processor board, likely attributed to normal wear and tear. The autopulse platform was manufacture in march 2013 and is over 7 years old, past its serviceable life of 5 years. During visual inspection of the autopulse platform, no physical damage was observed. The archive data review showed the occurrence of system error 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR", error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board assembly (pca) needs to be replaced to remedy the fault. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial#: (B)(4)) displayed "system error, out of service, revert to manual CPR." No patient involvement.